Event description:
Hcp reported an infection of the pump and "site opened." Pt presented with signs of fever and drainage. The pt was treated with total device explant. The pt outcome was reported as okay. A follow up report will be sent when additional info is received.